Manufacturer narrative:
An event regarding thread damage involving a trident acetabular window trial 58mm was reported. The event was confirmed. Method & results: device evaluation and results: the window trial was returned in used condition. The threads on the device were notably damaged and worn. Significant damage was noted on the body of the device. Medical records received and evaluation: not performed as no medical records were returned. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported thread damage was confirmed. The exact root cause could not be determined as the severe damage to the threads meant no evidence of the original thread condition could be observed. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient was having a right total hip replacement done on (B)(6) 2016 and during surgery when the surgeon was attempting to remove the cup, the threads broke in the cup. There was an approx 3 min delay in surgery time. No adverse patient consequences and the procedure was completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient was having a right total hip replacement done on (B)(6) 2016 and during surgery when the surgeon was attempting to remove the cup, the threads broke in the cup. There was an approx 3 min delay in surgery time. No adverse patient consequences and the procedure was completed successfully.